Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the monoblock. Replaced monoblock and performed beam alignment, filament calibration and collimator calibration. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system displayed a generator error on boot up. There was no report of pt injury.